Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the customer reported issue of twisted off grey connector. Fse verified that the grey connector was twisted off. Fse replaced the component. Fse ran a test cycle which completed with no errors indicating the device was back in proper, working condition. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, one of the device grey connectors had twisted off. There is no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the grey connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. Aged deterioration. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.